Event description:
Pt's colonoscopy was done with a colonoscope of unk status of disinfection. Random cultures of three colonoscopes were taken and reported as positive for fungus two days later. It is unk whether this pt's colonoscope was one of the three, as they were reportedly returned to service prior to knowing the culture results. The system 83 plus 9 washer-disinfectors in use have been cultured, and the results are pending. The 5.0 micron sediment pre-filter was changed out with reportedly blackened sediment-appearing debris in it. These filters are usually changed every 3 months, and this was the first time we have seen this. It is our belief that this occurred as a result of not adequately flushing the water supply when the heat exchanger was repaired two weeks ago. The tubing leading from the hosp water source to the system 83 plus 9 washer-disinfectors has since been changed.

Manufacturer narrative:
The risk mgr at this facility stated that there are no reported injuries related to this event. Fungus found on an endoscope after processing on a system 83 plus device is an indication of a breakdown in the manual pre-cleaning and/or cleaning process of scopes. The effectiveness of the cleaning process is in question and potentially poses risks to pts until the cause of the occurrence, device or external to the system 83 plus device, is remedied. Preventative maintenance of the device is performed by hosp biomed staff. The customer provided a preventative maintenance list which identified the reported occurrence. The customer, after several requests, has not provided the machine serial number involved in the reported occurrence. A review of the installed devices at the facility and device history records was able to determine the facility has two 83+9 machines, s/n (B)(4). A review of the preventative maintenance log provided by the customer allows for determination based on manufacture date of the device and pm history. It is determined; however, not confirmed, that the device involved is a system 83 plus 9 washer-disinfector, serial number 082506-a. The initial call to this customer was made on 04/18/2014 since that date four add'l attempts were made to obtain add'l info. The units are currently in operation. As a result of this investigation it cannot be clearly ascertained if the reported occurrence relates to facility heat exchange repair or the evidence of fungus already being present on materials in the processing area. It should be noted that the 5.0 micron filter only serves to block large particles and the 0.1 micron filter serves as the barrier from sediment and addresses high level endotoxin, bacteria, and spore removal as long as handling, installation, preventative maintenance, and MFR's specs are met. It can be ascertained based on purchase history that the customer is not using a custom ultrasonics' (OEM) 5.0 and 0.1 micron filters. As more info becomes available a f/u report will be submitted.